Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 98-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2023-02766 for a similar report from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a corrupted configuration. The configuration was reset and manually entered to resolve the report. The customer was informed that older configurations cannot be copied onto x series devices unless they are at the same firmware revision. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.